Event description:
It was reported that the lead was damaged at implant while making several attempts to position it in the correct location. It was noted that the lead appeared fine out of the box. One of the electrodes seemed to catch on the needle tip which caused resistance while threading the lead up. It was decided to replace the lead with a new one. It was reported that there was no injury to the pt and that the trial was successful. After the implant, the pt received good stimulation.

Manufacturer narrative:
(B)(4).